Manufacturer narrative:
The pump was returned to the MFR to be evaluated. No visual mfg abnormalities were noted. The reported failure was not confirmed. The pump's units for dopamine were listed as mcg/kg when the drug library was entered. While it was reported by the facility the date of occurrence was (B)(6) 2011, the operation pump log indicated the event occurred on (B)(6) 2010. The operation log review at 10:19:06 on (B)(6) 2010 indicated the operator started the drug library set-up for dopamine. However, after 2 minutes, the set-up was not completed and the pump alarmed. The operator confirmed the alarm and the pump reverted out of the drug library. For the next 5 hrs, the operator stops and starts the infusion. At 15:19:16, the operator clears the settings and starts a new therapy. At that time, the drug library for dopamine was entered, along with the pt's weight in kilograms the pump operated as programmed with the new therapy. The pump met all visual and physical testing requirements. The pump was returned to the customer. All available info was forwarded to the actual MFR for eval.

Event description:
As reported by the user facility: reports pump was infusing dopamine. Programming should have asked for mic/kg instead it was asking for ml/hr. Nurse did calculations and continued doing manual calculations. No injury to pt. Additional info provided by the facility indicated the nurse reported the pump initially asked for ml/hr and not for mic/kg. The nurse tried to calculate the conversion in ml/hr. However, 5 hrs into the infusion, it was realized that the medication was under-infusing. It was also reported that after the incident occurred the pump was checked several times and every time the pump called for mic/kg as it is called out in the library by the pharmacy. Although the pump at that time was functioning as intended the facility wanted to have the event history checked on the pump.